Event description:
The device was found to be bent during service at the manufacturer facility. There were no adverse consequences related to this event.

Manufacturer narrative:
It was confirmed the duraguard was bent by the service technician through visual inspection.

Event description:
The device was found to be bent during service at the manufacturer facility. There were no adverse consequences related to this event.